Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 590 mg/dl (aviva) and 201 mg/dl ((B)(6) meter). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent; strips were not returned.